Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device shuts off 3 times while on. There was no reported adverse patient impact.